Event description:
Received notice of complaint concerning above product from health care professional. Reports that during a pt treatment, the mainline tubing separated from the dialyzer end connector. The estimated blood loss was approximately 250cc, from the actual leak and loss of extracorporeal system the health care provider reports that the pt remained stable throughout the event. No labs drawn, pt's "hcb" generally in the 13 range. No intervention or hospitalization required. The event took place in a prison facility and the health care provider was not allowed to remove the bloodline from the facility, but was able to take the connector portion for further evaluation. A response letter and mailer have been to sent the health care provider.